Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer 3 opened and closed, but the system did not recognize that the drawer had been closed. The station was rebooted; however, the issue persisted and the device required maintenance.The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 31-AUG-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was not recognized. A field service engineer (FSE) unloaded and reloaded the cubie, after which it operated properly. The FSE verified normal functionality through the application and completed an inspection to confirm the issue was resolved. The system functioned as intended after the field service engineer repaired the device.